Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2020-23499.

Manufacturer narrative:
Date of event is unknown. Concomitant medical products and therapy dates: model: mn10450-50a, therapy date: unknown. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 2 of 2: reference MFR. Report#: 1627487-2020-23499. It was reported the patient had been receiving ineffective therapy. Both of the patient's leads in the sacral area were determined to have migrated. As a result, the patient's leads in the sacral area were explanted and replaced to address the issue.